Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician had successfully deployed a taxus express2 drug eluting stent (unknown size) in the circumflex. He then deployed a taxus express2 3.5 x 8 mm drug eluting stent proximal to the first taxus stent. He was then unable to fully deflate the balloon. It is unknown what atms the balloon was inflated to. The physician removed the balloon by taking out the entire system. During the attempts to remove the balloon (approximately 3 minutes), the pt experienced transient s-t elevation on EKG. No pt complications were reported; the pt is in satisfactory/good condition.